Manufacturer narrative:
No injury, procedure delay, or cancellation occurred as a result. The procedure was completed successfully. A steris service technician arrived on-site, inspected the unit, and identified worn out floor lock assemblies on the table. The technician replaced the floor lock assemblies, tested the table, and confirmed it to be operating according to specification. The table has been in service for over 25 years and is maintained by the user facility's biomed department. No additional issues have been reported with the table.

Event description:
The user facility reported via (B)(4) that their 3080rl table floor locks unlocked during a patient procedure.